Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited loss of defibrillating therapy for a non-sustained ventricular tachycardia episode due to incorrect interpretation of signal. Programming changes were made. Patient condition was stable.